Event description:
It was reported that the right atrial and right ventricular leads were switched in the device header. The right atrial lead was repositioned and both leads were re-inserted into the correct port. The leads remain in use. No patient complications have been reported as a result of this event. It was later reported that the morphology on the electrogram (egm) and device interrogation suggested the switched leads in the header.

Event description:
It was reported that the right atrial and right ventricular leads were switched in the device header. The right atrial lead was repositioned and both leads were re-inserted into the correct port. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.